Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2017-03843. It was reported the patient is experiencing a burning sensation at the ipg and lead insertion site. Troubleshooting was unable to resolve the issue. The patient underwent surgical intervention on 06/26/2017 where the lead and ipg were removed and replaced.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2017-03843. Follow up information identified the issue has been resolved. The patient has recovered . The patient has been reprogrammed and is doing well.